Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem.

Manufacturer narrative:
"The lens was removed and replaced on (B)(6) 2019" should be corrected to "the lens was removed and replaced on (B)(6) 2019" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial dry with clear surgical residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. (B)(4). Claim#: (B)(4).